Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator would not blow off co2. The pt was weaned from cpb with difficulty and an intra-aortic balloon pump was placed in order to support the heart. The pt was discharged to ICU in good condition and was awake, alert, and responding to commands the following morning. There were no signs of neurologic deficit. The case was completed successfully, without delay and the device was not changed out. There was no loss of blood related to incident.

Manufacturer narrative:
Upon eval of the device, the complaint was not confirmed. The device was visually inspected and performance tested, and it was found to be within specifications. Customer technique may have caused the event. The IFU does state how to measure blood gases and make necessary adjustments as needed. (B)(4). All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up.